Event description:
The initial reporter complained of an alarm on the cobas 8000 ise module on (B)(6) 2023. In preparation to replace an instrument part, the alarm cable was disconnected. On (B)(6) 2023 the customer complained of "at least 50 false results" from the module. The customer provided an example of discrepant results for 1 patient sample tested for sodium (na). The initial result was 145 mmol/l. The repeat result was 155 mmol/l. It was not known if the repeat result was from the same module or a different module. It is not known if any questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Disconnecting the alarm cable would impact the sample, reagent, system reagent pipetting, and the system water which would cause false results. The issue was resolved by replacing the ise degasser and the degasser pump. The investigation determined the event was due to a maintenance issue.